Event description:
The customer reported that the insulin pump had a blank screen. Troubleshooting was done. Customer's blood glucose was 219 mg/dl. Customer stated at some point he probably dropped or bumped the insulin pump. During troubleshooting, the display did not return. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics during visual inspection. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).